Event description:
It was reported to philips that the system would not boot up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system would not start-up and stuck at 00:00. Upon troubleshooting, fse inspected the system, reseated all connections to the system interference board (sib); however, the sib continued to fail its self-test. Despite reloading the software onto the sib, there was no improvement, as the board still did not pass the diagnostic test, preventing the system from booting up to the application. To resolve the issue, fse replaced sib box, reloaded the software and checked the board configuration and image quality. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.